Event description:
It was reported that the asymptomatic patient presented for a follow-up visit at the clinic. Upon examination, it was noted that the right ventricular lead exhibited noise over-sensing. The noise was reproducible with arm movement. No intervention was performed, and the patient remained in stable condition.